Event description:
Consumer called to report high readings with her meter. Was having symptoms of illness (nausea and vomiting); went to the ER. Meter was reading differently than hospital meter.

Manufacturer narrative:
Consumer reports use of the test strips (open vial) in excess of 90 days.